Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported device caused damage could not be determined. Factors that can contribute to the device caused damage, include, but are not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement could cause interaction between devices causing the suture separation. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a watchman procedure. Reportedly, two proglide devices preplaced two sutures. During management of the sheaths for the procedure, a sheath broke the suture of the first proglide device. The sheath was upsized to 16f, and the watchman procedure was completed. Another proglide suture was placed and two proglide sutures successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.